Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that under-sensing causing atrial pacing beats and possible under-detection of atrial tachycardia/atrial fibrillation with early terminated episodes were noted. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.